Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 8.1 mmol/l versus 13.6 mmol/ meter to lab. Tests were done within 10 mins with a difference of 40%. Pt did not experience any adverse events. No further info has been reported.